Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of low blood results. Caller normally is around 98-114mg/dl. Testing results were given as "lo". No adverse event reported.

Event description:
Consumer complaint of low blood results. Caller normally is around 98-114mg/dl. Testing results were given as "lo". No adverse event reported.